Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) due to experiencing shocks. The device was interrogated and found to exhibit oversensing and noisy signals on the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There were stored ventricular, and pacemaker mediated tachycardia (pmt) episodes. Upon review of the ventricular episodes, the presenting electrogram (egm) showed the device delivered multiple bursts of anti-tachycardia pacing (atp) and shocks due to the oversensing of the ra and rv lead noisy signals. Ts also reviewed the pmt episodes and determined to false pmts due to supraventricular tachycardia (svt) and the maximum tracking rate (mtr). Ts discussed possible causes with the hcp and recommended xray imaging. The hcp stated that xray images were taken and the images were unremarkable. The hcp also noted that during isometric testing, noise was not reproducible on the rv lead. Subsequently, a revision procedure was performed, the crt-d and ra lead were explanted while the rv lead was surgically abandoned. The crt-d and both leads were successfully replaced with new device and leads. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) due to experiencing shocks. The device was interrogated and found to exhibit oversensing and noisy signals on the right atrial (ra) and right ventricular (rv) leads. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. There were stored ventricular, and pacemaker mediated tachycardia (pmt) episodes. Upon review of the ventricular episodes, the presenting electrogram (egm) showed the device delivered multiple bursts of anti-tachycardia pacing (atp) and shocks due to the oversensing of the ra and rv lead noisy signals. Ts also reviewed the pmt episodes and determined to false pmts due to supraventricular tachycardia (svt) and the maximum tracking rate (mtr). Ts discussed possible causes with the hcp and recommended xray imaging. The hcp stated that xray images were taken and the images were unremarkable. The hcp also noted that during isometric testing, noise was not reproducible on the rv lead. Subsequently, a revision procedure was performed, the crt-d and ra lead were explanted while the rv lead was surgically abandoned. The crt-d and both leads were successfully replaced with new device and leads. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.